Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced cardiac perforation that required clip placement and suturing in the operating room. It was reported that a left atrial appendage perforation occurred after transeptal access. It was reported that no rf (radiofrequency) ablation had occurred and that a non-bwi wire was being used for the transeptal access. The vizigo sheath and soundstar catheter were in the right atrium when the issue occurred. No other bwi products were in the body. As they were checking for a pericardial effusion with the soundstar ice catheter, the patient's blood pressure dropped. A growing pericardial effusion was noticed and confirmed using ice (intracardiac echocardiography) and a code was called. The medical intervention provided was that a clip was placed on the appendage and the patient was wheeled to the or (operating room). Laa (left atrial appendage) most likely sutured in or. The last known update was the patient was in the ICU (intensive care unit). It was also reported that after the code was called, a nurse accidentally ripped the fiber optic cable out of the workstation. The white cap of the fiber optic connector was detached from the cable and error 1 (no communication with piu detected.) Was displayed on the carto 3 system. The fiber optic cable was replaced and the error cleared. There was no visible damage to the workstation.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The device has been reported as discarded; therefore no product investigation can be performed, and the customer complaint cannot be confirmed. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-feb-2025, bwi received additional information indicating that the vizigo was not used for transseptal puncture. The reporter indicates no ablation was performed and the event occurred during transseptal phase and, therefore the most suspected device is the sheath/wire used for transseptal, which was not a vizigo sheath. This report is not FDA-reportable for the vizigo sheath. As a result, no further reports will be sent regarding this event. Manufacturer's reference number: (B)(4).